Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. They were still having charging issues not connecting to the implant with the rep lacement recharger, so the controller was replaced. No symptoms were reported.

Event description:
The rep reported that after meeting with patient on friday, patient was able to charge to 80% at home but then recharging stopped and showed "finished". Patient tried to charge again on saturday but ins was empty and patient couldn't connect to ins. Rep reported that the controller seems to work fine on its own and hcp is planning revision as ins seems tilted. Tss suggested replacing controller to rule that out but likely it won't resolve the issue as it may be the ins position. Tss reviewed that it is unlikely the ins is the issue and most likely wouldn't need to be replaced at the revision. Tss reviewed circumstances when it is normal for "finished" to appear prior to ins being charged to 100%. The rep requested tss call patient to arrange controller replacement. Tss made outbound call to patient at phone number on file and confirmed shipping information. Patient didn't have controller with them but confirmed it was the one they received at implant so tss used sn that was already documented in the case and sent email to repair. The patient call and reported that they did the passive recharge multiple times. Patient reported that she has not charged for about 3 weeks. The rep was finally able to get the normal charge screen with "good" coupling. Rep said if she presses on the side of the recharge paddle she can get "excellent" coupling. The rep said the ins might be too deep and tilted.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that they were unable to maintain coupling. They got excellent coupling for about 10 seconds and then it dropped off and stopped charging. The controller was at 90% charge. They were able to communicate with the ins but the ins battery was low. They were having trouble charging for a couple weeks. No patient injury reported. Additional information received from the rep indicated that the patient received a new recharger and still is unable to charge/communicate with the ins. The patient is getting the no device found message. The caller indicated that she thinks the patient's ins is tilted in the pocket. During the call the patient was describing the passive charging process with the displayed values changing. The patient reported that when she is attempting to use the passive charging function the implant feels hot/warm on the inside and feels a shocking pain on the inside.